Event description:
New information received indicated the right ventricular lead was explanted and replaced. The patient was stable throughout.

Event description:
It was reported the patient presented in clinic with syncopial episodes and lightheadedness. Upon interrogation, it was observed the patient's right ventricular lead was oversensing noise leading to loss of pacing. Programming changes were completed to address this issue. The patient was stable.